Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The caller was advised to continue using the pump and to call back if the malfunction code recurred, which the caller acknowledged and understood.